Event description:
It is reported that patient had to undergo a revision surgery due to pain. Primary durom procedure date (B)(6) 2009. Revision to mdlh with cls stem date (B)(6) 2009, due to femoral neck fracture. Now revision durom cup due to pain and suspected cup loosening.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in the netherlands. The manufacturer did not yet receive the explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. As soon as additional information becomes available and/or the device(s) are returned for evaluation and an investigation result is available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).